Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2016 with the following findings. The display screen was found to be scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was scratched. This report is made based on results of investigation completed on (B)(6)2016.